Manufacturer narrative:
Oral levaquin (levofloxacin) was prescribed for cellulitis. Skin care practices were reviewed and the end user was advised practices of layering powder and barrier spray rather than only using paste. Additional,,y he was instructed to call back with his stoma measurement for precut convex wafers. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported the end user experienced raw peristomal skin that was diagnosed as cellulitis.